Manufacturer narrative:
This adverse event was originally believed to be reported on 12/06/2016.

Event description:
On tuesday, (B)(6) 2016 at (B)(6) hospital, prior to starting navigation but after sedation, the patient had a medical decline that affected her state of health. Unfortunately, the patient did not survive following the decline. It is important to note that prior to this event, no navigation instruments were inserted into the body and we have not received any information that veran's product contributed to the occurrence. Actions taken when adverse event arose: vpads were disconnected by veran clinical specialist, the ig4 navigation system was removed from the bedside, veran clinical specialist removed themselves from the procedure room.